Event description:
Boston scientific received information from a journal article involving a study that sought to assess the impact of targeted left ventricular (lv) lead placement on outcomes of cardiac resynchronization therapy (crt). Patient enrolled in the study were implanted with either a guidant easytrak 2 or 3 or a non-guidant lv lead. The study was a 2-center randomized, controlled trial that enrolled patient between (B)(6) 2009 and (B)(6) 2010. A total of 247 consecutive patients with advanced heart failure (hf) underwent baseline speckle-tracking endocardiography. Of the 247 patients, 220 patients were randomized in a 1:1 ratio to 1 of 2 groups. In group 1 (target or targeted left ventricular lead placement to guide cardiac resynchronization therapy), an attempt was made to position the lv lead to the optimal site as defined by 2d radial strain imaging. In group 2 (control), the patients underwent standard crt without echocardiographic guidance. Lv lead placement at the coronary sinus was attempted using an 8-french guiding catheter including a guidant easytrak 2 or 3 catheter. Response to crt was defined by lv reverse remodeling as a greater than or equal to a 15% reduction in left ventricular end-diastolic volume (lvesv) at 6 months. The primary endpoint was a comparison of response between the target and control group. Secondary endpoints included clinical response (nyha functional class), all-cause mortality and the combined endpoint of all-cause mortality and heart failure-related hospitalizations.

Manufacturer narrative:
Failure to implant the lv lead occurred in 4 patients from the target group and 3 patients in the control group. One patient from each of the groups died prior to receiving crt. Prior to the 6-month follow-up, 3 patients died from the target group and 4 patients from the control group. The implant related complications included lv lead dislodgement requiring repositioning, device infection requiring extraction and re-implantation, pneumothorax requiring chest drainage, myocardial perforation and phrenic nerve stimulation requiring repositioning. In the target group, there was a greater proportion of responders at 6-months and had a higher clinical response and lower rates of the combined endpoint. The study prospectively confirmed the importance of the lv lead position in crt outcomes and demonstrated the feasibility of lv lead targeting using speckle-tracking radial strain imaging as a modality to guide lead placement. Boston scientific received information from the journal author the use of a guidant or boston scientific product did not cause or contribute to the reported patient deaths. (B)(4).